Event description:
On 12/12/04, the pt contacted lifescan and reported that his one touch ultra meter was reading inaccurately erratic. There was no allegation of harm. The pt had performed a precision testing with results of 339 mg/dl and 466 mg/dl, within 10 minutes of each other. However, this comparison is not reportable since the pt had not cleaned the puncture area correctly. He did not receive any medical attention or treatment. His testing technique was correct and the meter was set in the right unit of measurement. The test strips were in good condition and within the expiration date. He was asked to perform a control solution test, which failed outside the range. He was then asked to retest with the control solution, and the second test also failed. Based on the info provided, there is info to indicate that the product malfunctioned and that the event meets the criteria for a medical device reportable. However, there is no info to suggest that the pt experienced injury due to the meter. This case is reported as a product malfunction since two control solution tests failed. Replacement meter, test strips, and control solution were sent to the pt.

Manufacturer narrative:
Lifescan has requested the return of the subject meter for evaluation, but has not yet received it. If the meter is returned, lifescan will evaluate it and, if the meter does not pass inspection, lifescan will inform FDA of the resutls in the supplemental report.